Event description:
Patient was revised to address pain. Intraoperatively noted loosening of the glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided information states the product is not suspected of failing to meet specifications or contributing to the loosening. Provided information also states there was a very thin cement mantle. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.